Event description:
A doctor had implanted a memorylens in a patient's left eye in 1999, which lens has opacified. The patient's visual acuity at exam in 2002 was 0,6 os. The doctor listed the patient's prognosis as "fair". The lens has not been explanted as of the time of this report.